Event description:
Head detaches; metal pin also detached [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, he has worn out 3 oral-b brushheads, version unknown in 3 weeks because they detached immediately, and a metal pin also detached during one of the uses. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned oral-b brushhead. Toothbrush head confirmed to be counterfeit.

Event description:
Head detaches; metal pin also detached [device breakage]. No adverse event [no adverse event]. Product confirmed counterfeit [product counterfeit]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, he has worn out 3 oral-b brushheads, version unknown in 3 weeks because they detached immediately, and a metal pin also detached during one of the uses. No symptoms developed. (B)(6) 2015 product investigation: toothbrush head confirmed to be counterfeit.